Event description:
It was reported that during a service activity, a service engineer was disconnecting a gradient cable from the gradient amplifier that was requiring extra force. As the cable let loose, the service engineer's hand hit the gradient amplifier case and a laceration on the fourth finger of the right hand was sustained. The laceration required stitches to close the wound.

Manufacturer narrative:
Patient identifier, age, and weight not provided due to country privacy laws. Ge healthcare's investigation indicates that the service engineer did not follow ehs instructions and removed their gloves to remove a connection that required extra force. The service engineer has received instruction to wear personal protective equipment at all times. No further action is required at this time.

Manufacturer narrative:
Patient identifier, age, and weight currently not available. Device manufacturer date currently not available. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.